Manufacturer narrative:
Most probable the antibody is a mixture of igg and igm. If it's a new found antibody, it could be still in the building phase; therefore the percentage of igm should be higher than igg. Low titer antibody. The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2019 a customer reported an unexpected negative antibody screen on the neo iris instrument.